Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A baxter service technician discovered a colleague infusion pump experienced failure code 43:426:119:0001 on channel c. This problem was identified during service and interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 43:426:119:0001 was discovered and confirmed in the pump's event history by a baxter service technician. This condition was caused by a failure of the pump's u4, u5, and u65 software. The u4, u5, and u65 software were replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.